Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section d9, h6, and h11 of the previously submitted supplemental report; emdr-192624. Updated fields: d8, d10, h4 corrected fields: d9, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, no problem was detected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator esg-400 is not working and displays error code e433. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d9, e4, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is "cause not established." The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due maintenance problem identified. A device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions (e.g. Maintenance may be performed by user facility, distributor, or service provider). Olympus will continue to monitor field performance for this device.